Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that the c-cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the c-cover of the gastrointestinal videoscope was burned. Based on the results of the investigation, the probable cause is a high-energy treatment device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.